Event description:
Because of some back problems rptr had pain radiating across buttocks and down right leg. Her right leg seemed to give way sometimes when rptr stepped down on it. Rptr is disabled, and takes pamelor.